Manufacturer narrative:
Additional information was received from the customer reporting the patient was an 85-year-old female, who was very frail, fragile and had a low bmi, experiencing mild to severe mitral valve regurgitation, atrial fibrillation and was on blood thinner medication. The medication was stopped a few days prior to the procedure. The tee was being used during an elective mitral valve repair with the pascal device for visualization during the clip deployment. There was not a lot of manipulation or mechanical movement of the tee probe during the procedure and remained in place for approximately two hours. The probe temperature did not reach above 39 degrees and a temperature warning never came across the screen. The patient had already experienced a bleeding complication to the femoral venous access site for the procedure requiring several units of blood to regain hemodynamic stability prior to the tee. The tee procedure was challenging and prolonged. The patient experienced a small about of bleeding from the esophagus upon tee probe removal, some suctioning was performed, and then an egd was performed. The egd did not show any active bleeding. The egd report stated thermal injuries at 15cm and 25 cm with subepithelial hematomas. A CT scan was performed to rule out esophageal perforation. The patient was admitted to oir (ICU), made npo (nothing by mouth) for two days, and received parenteral nutrition (via intravenous access). Two days later, a swallow study was performed, and the patient was returned to a regular diet. The patient has since fully recovered and was discharged from the hospital after one week. The probe has passed all onsite temperature and electrical safety testing.

Event description:
It was reported that a patient had a serious injury following the use of an x8-2t transducer and an epiq cvx ultrasound system. After an unspecified procedure, the patient vomited blood and an endoscopy was performed finding an ulcerated burn mark size of toe probe. The cause of the burn has not yet been determined. It was reported the probe temp displayed was 39 degrees and there was no indication of a product malfunction. Treatment of the injury was asked but unanswered. Philips has started an investigation for this complaint.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. However, during evaluation of the transducer, the reported failure was unable to be replicated. The transducer had no external findings that could be attributed to the reported problem and thermal testing found the transducer operated as intended with no malfunction or overheating.